Event description:
It was reported that on (B)(6) 2023 at around 9:45pm, the patient was on continuous nicardipine drip when the pump alarmed channel error. The nurse responded to alarm and found drip chamber "free flowing estimating 1/2 bag infusing into patient." Due to the event, the patient's blood pressure lowered 66mmhg diastolic from earlier blood pressure of 140mmhg diastolic. It was also reported the patient had "cardiac pauses on 7 micsdrip" the infusion was then stopped and disconnected from the patient. Customer reports that patient received IV fluids and their blood pressure returned to normal. The hospital's biomed team reviewed the device log and noticed a "motor stall error (242.4030) at 9:41:38pm."

Manufacturer narrative:
Investigation summary: the reported complaint of a channel error was confirmed based on the review of the logs; however, it was not replicated during laboratory testing. The reported complaint of a free flow event was not confirmed. A laboratory 24-hour test infusion consisting of the observed infusion parameters found during the review of the logs was programmed. No errors or malfunctions were recorded. Oscilloscope measurements confirmed the motor drive signal on the suspect pump module motor controller board at acceptable voltage reading above ¿100mv threshold when mechanical drag was tested. Rate accuracy and sear functional testing was performed on the suspect pump module. The device was found to be delivering fluid in specification with no signs of unregulated flow observed. Internal inspection observed plastic material in the pump mechanism¿s pumping fingers and cam assembly. In addition, a damaged snap rivet was observed to fall out the rear of the suspect pump module. The air in line (ail) rivet was also observed to not be inserted entirely and allowed for slight movement of the ail board assembly. Based on the review of the pcu event log, on november 29, 2023 at 7:16 pm, a guardrails drugs infusion for drug ID 365 (nicardipine-50mg/250ml) was programmed and started with a rate of 25ml/hr, a volume to be infused (vtbi) of 100ml and a dose of 5mg/hr. At 7:42 am, the dose was updated to 7mg/hr (rate of 35ml/hr) and the infusion was restarted. At 9:14 am, a channel malfunction was recorded, the channel error was confirmed (soft key 11) and the pump module was channeled off with a calculated primary volume infused of 79.928ml a review of the system error logs identified an error code 242.4030.0 was recorded on november 29, 2023 at 9:41 pm. It is suspected that the error is associated to the reported incident. Inspection and laboratory testing of the concomitant administration set (model 2420-0007) found no anomalies. The pcu channel error tip sheet states that the alaris® pump modules run self-checking programs prior to and during operation. A channel error message means that device has discovered an error either in the hardware or software of the affected channel. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue operation of unaffected channels, press the confirm soft key. Obtain a new pump module. It may be necessary to utilize the restore function on the unaffected channels that may have been attached and reattached to the alaris® pcu unit during alarm state. Return the affected pump module to biomed. Root cause: the probable cause of the reported channel error and free flow event is being attributed to an intrusion of foreign plastic material into the pump mechanism that interfered with proper mechanical movement at the time of the incident. The pump module was thoroughly tested with no reoccurrences of the reported channel error or free flow.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that on 29 november 2023 at around 9:45pm, the patient was on continuous nicardipine drip when the pump alarmed channel error. The nurse responded to alarm and found drip chamber "free flowing estimating 1/2 bag infusing into patient." Due to the event, the patient's blood pressure lowered 66mmhg diastolic from earlier blood pressure of 140mmhg diastolic. It was also reported the patient had "cardiac pauses on 7 micsdrip" the infusion was then stopped and disconnected from the patient. Customer reports that patient received IV fluids and their blood pressure returned to normal. The hospital's biomed team reviewed the device log and noticed a "motor stall error (242.4030) at 9:41:38pm."